Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of, "unspecified system error" was verified as a system error 345. The device was found out of specification in relation to the system error 345, which was not reproduced during service. A review of the event history log identified, "system error 345" messages. The cause was determined to be a failed upstream sensor, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had unspecified system error. There was no patient involvement. No additional information is available.